Event description:
The customer reported a false positive architect total b-hcg result on a patient. Results provided: initial = 1380 miu/ml, repeat = < 1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg reagent kit, 07k78, and manufacturing site in section d of this report (longford irl) to the architect i2000sr, 03m74, irving, texas. MDR number 3016438761-2023-00390-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported a false positive architect total b-hcg result on a patient. Results provided: initial = 1380 miu/ml, repeat = < 1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.